Manufacturer narrative:
The customer called the customer care center concerning imprecision on the dimension vista 500 instrument. The cause of the discordant low calcium result is unknown. Qc was within laboratory ranges at the time of the incident. Siemens reviewed the sample result data and compared the initial low result to the repeat result. The results came from same well map of same flex. Result monitors for the sample mix and reagent delivery correlated well. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant depressed calcium (ca) result was obtained on a patient sample on the dimension vista 500 system. The discordant result was not reported to the physician. The same sample was rerun on the same instrument and a higher result was obtained. A corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant depressed calcium (ca) result.